Event description:
It was reported that patient was not able to get enough pain relief. The patient underwent an implantable pulse generator (ipg) explant procedure.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. Block b3: approximated based on the date the manufacturer became aware of the event.